Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer reported that he got 2 blood glucoses in the 40 mg/dl and 2 blood glucoses in the 58 mg/dl. Customer stated that the doctor felt that it was due to settings needing to be adjusted. Customer did not wish to speak with helpline.